Event description:
It was reported to philips that the heartstart xl+ defibrillator did not pass testing with paddles. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.